Event description:
It was reported that the patient presented to the hospital. Upon review, the right ventricular lead exhibited r-wave amplitude variation. The lead was explanted and replaced. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported event of r-wave amplitude variation was not conformed. As received, a complete lead was returned in one piece. Electrical testing was normal and visual examination found no anomalies.